Event description:
It was reported that during advancement, the device got stuck between the calcification and the vessel wall. While trying to remove the device, a portion of the distal end of the catheter shaft broke off and remained in the pt. The physician did go back a week later and attempted to retrieve the distal shaft from the proximal lad; however, was unsuccessful. The physician continued with a previously planned procedure. The physician stated he did not think the distal shaft was obstrusive and blood flow was good. The physician decided to leave the broken distal shaft in the pt. No pt effects have been reported.